Event description:
According to user facility, device was in use with pt when a size 8 suction catheter was unable to pass through size 4.5mm tube due to resistance from within the tube. No emergent tracheostomy tube change or adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.